Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the insulin gauge was inaccurate. Reportedly, the customer extracted too much air. Tandem technical educated the customer this was off-label. Additionally, there was air bubbles in the cartridge. Customer's blood glucose was 102 mg/dl. Customer loaded a new cartridge successfully.